Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. The pt reportedly had a clean groin with no previous catheterizations. Fluoroscopy prior to the pvs procedure showed proper placement of the access site in the common femoral artery above the bifurcation and no calcification in the artery. The cardiologist felt resistance on needle deployment and the needles did not present. Backdown of the needles to their original position was not successful. A vascular surgeon was called to remove the device.